Manufacturer narrative:
H6 codes corrected again. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 codes were also corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient was instructed to reach out to a medtronic representative (rep) as they could not help with this. The patient had not been that satisfied with pump and what it does for pain. The nursing staff have reached out to patient several time so the controller was working better and schedule an increase. The patient does not return calls and it was documented. They continue to try to work with patient but was very difficult to coordinate with patient as they were unhappy. They would continue to attempt to work with the patient and they had her scheduled for pump increase tomorrow, (B)(6). They would also educate on controller and boluses at that time.

Event description:
It was reported that the patient was getting inconsistent lockout durations. The agent walked the patient through connecting to the pump. The therapy details were note dto be 5 boluses per day, a lockout duration of 1 hour and a bolus restriction window of 5 boluses /24 hours. The patient stated that their handset lagged at 90% when connecting. The agent walked the patient through clearing out the data and they would monitor the issue and call back in if needed. It a also noted that they may need their dose increased because they felt like it was not helping.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.